Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unable to communicate data. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d1 brand name, d4 version or model number, catalog, UDI number, d9 device available for eval and return to manufacture date, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) replaced executive processor board. The failure analysis and testing dept. Received part, with a reported unit failure of data communication is not possible. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Board fails to calibrate the low helium pressure. Shows a fault after calibration. Unit also has multiple fault codes in log showing data communication errors. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ar. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated: incoming test results: ict: pass, hi-pot: fail, fct: fail at step ping 10:30:43:34. Measuring components by using a dmm: r108, r264, r123, r125, r130, r284, r288, r295. The results showed incorrect values for: r108 (75 ohm): ol and r264 (75 ohm): ol suspected failure components: t3, r108, r264, u58." Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
N/a